Event description:
It was reported that there was a shocking or jolting sensation. The patient was falling asleep and got a shock or jolt in his spine and head. The patient always felt a stim sensation shooting down his right leg but the shock/jolt was in his leg all the way up to his head on the right side. It was confirmed that the patient's stim was on when this happened. The patient had not had any falls or trauma. The patient went to the hospital and a cat scan was done that showed nothing. The patient turned the stim off. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qhuk, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).